Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center for repair. In the inspection of olympus repair center the following was confirmed; the reported phenomenon was reproduced. Foreign material was attached to the electrical contacts of the video connector. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by breakage of the camera cable due to customer's handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that an error (e224) occurred and the endoscopic image disappeared. This error (e224) means a communication error between the camera head and the video processor. There was no report of patient injury associated with this event.